Event description:
Rptr noted corneal burn. Enlarged incision to convert to extra-capsular cataract extract. Anterior vitrectomy performed and an anterior chamber lens was implanted. Sutured wound to close. Feels viscoelastic clogged the tip.